Event description:
It was reported that the lead was implanted with a temporary pacing wire connected to an external implantable pulse generator (ipg). The patient needed an urgent magnetic resonance imaging (MRI) scan, so both the lead and the temporary wire were disconnected from the temporary ipg. In the magnet area, the patient had electrocardiogram changes that were in keeping with left bundle branch blockage. The patient was removed from the scanner and the scan was again attempted, but similar changes were seen again, so the decision was made to abandon the MRI. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.